Event description:
Foley catheter removed today due to patient report of leaking. Catheter due to be changed on/around (B)(6) 2022; therefore, patient requested new catheter to be inserted. Upon removal of old catheter, a substance pale yellow in color landed on patient's vulva. Upon inspection, the material was hard and non-palpable. When squeezed it broke into 3 pieces. Clinician closely examined the tip/deflated balloon of the catheter. Upon visual and tactile inspection, the clinician noted that when the tip of the catheter was squeezed/lightly scraped with a gloved fingernail, particles were dislodging from the catheter and appeared to be catheter material dislodging from the catheter. FDA safety report ID# (B)(4).